Event description:
It was reported that pump charging port was loose so charger could easily disconnect. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, was out of warranty and in process of obtaining new device, and no additional troubleshooting or actions were documented.